Manufacturer narrative:
Continuation of d10: other relevant device(s) are: product ID: kit1378-05, software version #: 5.1.1. H6) multiple annex a codes were applied to capture this event. A13 captures the low performance error, a110201 captures the navigation lag, and a110208 captures the system performing a soft reboot in the middle of the case. H3, h6) the system was serviced in the field. In summary, no faults were found. The system performance appeared to be as expected. The resolution was noted to have been adjusted. Codes b01, c19, and d14 are applicable to this system checkout. H3, h6) software data was received and analysis confirmed the reported event. The results concluded that this issue was related to a known software anomaly. Codes b01, c10, and d18 are applicable to this software analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that the system experienced low performance and about a 1-minute real-time navigation lag. The lagging with navigation started when they turned the system on. Additionally, the system performed a soft reboot in the middle of the case. They continued to use the robot for the trajectory but not for navigation to complete the case. It was an open procedure, so the surgeon could see how deep they were going. There was troubleshooting present. It was reported that there weren't that many patient exams loaded on the system when it started lagging. They did not try to restart the system during the case due to time constraints and the surgeon getting frustrated. There was no impact to patient's outcome and the surgical delay was about 30 minutes.